Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: six photos were received for evaluation. Per photos received, hole was observed near the inflation line assembled. Two samples were received in used condition from part number 100/136/050 within original package. The samples were inspected under normal conditions of illumination at 12¿ of distance. Hole was detected in both samples near the inflation line assembled. Occluded/blockage failure mode was confirmed.

Event description:
It was reported that air could not get in/out of the cuff properly while checking before use. The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.